Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an occlusion alarm. Customer's blood glucose was 295 mg/dl. Reportedly, customer changed cartridge and resumed insulin delivery.